Event description:
It was reported that pump showed malfunction alarm code occurred. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.